Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: it was performed the DHR, maintenance records, quality and no deviation was found for this batch. The available photo was analyzed and it was possible to have paper on post. The operators of the line involved will be notified about the occurrence and will receive additional training as to the paper change procedure. Which will be registered in the note: (B)(4). Investigation conclusion: the incident identified from this complaint will be monitored for trend assessment. Root cause description: a possible cause for the incident is a failure to change paper, where the supply must be turned off.

Event description:
It was reported that syringe plastipak 10ml s/su had issues with the label. The following information was provided by the initial reporter: identification label is duplicated and detached from the wrapper.